Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. Information learned from implant patient registry. The patient also had another device implanted.

Manufacturer narrative:
The patient also had another device implanted. Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (through fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.